Event description:
The customer indicated that the ortho provue analyzer resulted a sample containing anti-jka as negative cells #3 and #4, and #6 as "?". However, visual inspection of the cards revealed that cell #3 was 1+, cell #4 was weak + and cell #6 was 1+. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
The ocd fe was on site and performed various verifications and determined that the probe was not leaking or bent and was penetrating the card tops with no red cells seen. The instrument was operating as expected. The incident appears to be isolated. A search was performed concerning complaints logged by this customer. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).